Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with 300 units of insulin. Reportedly, the customer mixed room temperature insulin with cold insulin. Customer's blood glucose level was 287 mg/dl, which was addressed with a correction bolus. During the call with tandem's technical support, the customer was able to load a new cartridge, and received an accurate fill estimate.